Event description:
It was reported that during an unknown procedure, no staples came out after firing. Another device was used to complete the procedure. There were no consequences for the patient. Multiple attempts were made to obtain additional information but to date, no more information has been received. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. After further inspection, it was noted that the anvil shaft was bent. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the shaft became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.